Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Manual override. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Reverse then manual override. Did the jaws eventually open? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status and condition? Do not know. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the ileostomy procedure, the jaws of the device failed to open after firing. They fired the stapler and the knife blade came back and then they tried to open and it wouldn't open. They tried to remove the jaws so they had to manually override. No patient consequences reported. No further information is available.